Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). There are no plans to re-implant the patient with a new device.